Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while requesting assistance from tandem technical support to set up a pump site reminder, the pump date was reported to be a day ahead due to use error. The customer corrected the date and turned on the site reminder. Blood glucose was not impacted.